Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the device history records is not possible without additional product information.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf). Sometime post-op the screw backed out. The screw was explanted/replaced.